Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died during the implantable cardioverter defibrillator (ICD) system implant procedure. The right ventricular (rv) lead was placed in several locations where there were high thresholds, and the pacing nails could be seen but the myocardium could not be captured. This lead was removed and replaced with and a new rv lead, that was implanted with good parameters. However, when the new replacement lead was connected to the ICD, the surgeon found that the patient was unconscious with vomiting and began to rescue the patient. After the rescue failed, the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died during the implantable cardioverter defibrillator (ICD) system implant procedure. The right ventricular (rv) lead was placed in several locations where there were high thresholds, and the pacing nails could be seen but the myocardium could not be captured. This lead was removed and replaced with and a new rv lead, that was implanted with good parameters. However, when the new replacement lead was connected to the ICD, the surgeon found that the patient was unconscious with vomiting and began to rescue the patient. After the rescue failed, the patient died.